Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found an image failed the leak test due to the bending cover and the instrumental channel. It was also found the device failed the continuity reading and there was a cut in the ccd shrink tube. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image issues where error code b30 was received. The image does not appear. There was no patient involvement. No additional information was provided.